Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the proximal ro marker of the balloon. This failure is likely due to factors or conditions related to the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon would not inflate and started leaking due to a hole. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.